Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, a 6f/7f mynx control vascular closure device (vcd) came out with the balloon intact. Manual compression was held. There was no reported patient injury. The procedure was a uterine artery embolization (uae). An avanti 6f sheath was used. The user is trained to the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. Minimal tension was felt and the user kept pulling to ensure the lines lined up. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found closed, with no syringe returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 6f cordis avanti catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Dimensional analysis was conducted to verify the inflated balloon diameter using a calibrated go / no go fixture, and the results of the analysis showed that the dimensions were within specification. The balloon was tested for an inflation/deflation functional analysis, where no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The reported event of ¿balloon-pull through¿ was not observed through analysis of the returned device since the device passed dimensional and functional analysis with no other anomalies noted. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, arteriotomy conditions (such as using a larger sheath prior to closure, or multiple sheath exchanges), balloon preparation factors and/or procedural/handling factors possibly contributed to the reported pull through experienced, especially since there were no anomalies noted to the balloon during analysis. According to the instructions for use (IFU), which is not intended as a mitigation, once the device is inserted into the sheath, the IFU instructs to ¿inflate the balloon until the inflation indicator on the back of the device handle extends so that the entire black marker is fully visible with white border on either side and close stopcock. Align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy.¿ also, the mynx control IFU instructs users to purge the device of air during device preparation by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the sheath or arteriotomy, resulting in removal of the device and access. If the balloon was properly purged of air and excessive tension is applied to the device during the sealant deployment step, that can cause the balloon to be pulled through the arteriotomy/venotomy as well. Neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) came out with the balloon intact. Manual compression was held. There was no reported patient injury. The procedure was a uterine artery embolization (uae). An avanti 6f sheath was used. The user is trained to the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. Minimal tension was felt and the user kept pulling to ensure the lines lined up. The device will be returned for evaluation.